Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as open cuts under the front te pad. There was no alleged device malfunction contributing to the irritation. The patient¿s aids applied powder and a cream for the skin irritation. Follow up indicated that the skin irritation improved.